Manufacturer narrative:
The patient reported inadequate pain relief with 2 different nalu systems. It is possible but unlikely that both unique systems had malfunctioned. Both systems were discarded at the medical facility and were unavailable for inspection by the firm to confirm proper function. The first system migrated away from the intended nerve target; it is unknown if the second system also migrated. The patient has a history of back surgery with hardware present along portions of the spine. It is unclear if the prior medical procedures and presence of orthopedic hardware is currently affecting the patient's pain symptoms.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2023. After activation it was discovered that the implanted leads had migrated away from the intended nerve target, thus providing inadequate pain relief. A surgical procedure was performed on (B)(6)2024 to remove the migrated system and place a new one (see MDR 3015425075-2024-00249). After placing a new system, the patient continued to report dissatisfaction with the level of pain relief provided by the system. On (B)(6)2024 a full system explant was performed per the patient's request.